Event description:
During evaluation of a returned spectrum pump, the setup key, 1, 4 and 7 buttons did not work in the keypad. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the setup, 1, 4 and 7 buttons does not work. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as non-functioning keypad. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.